Event description:
It was reported that during a low anterior resection procedure, the doctor fired the device correctly. Following firing of the instrument, they then checked both donuts. Both donuts appeared to be equal size and were intact. The doctor then inserted a bulb syringe filled with air trans-anally. The abdomen was then filled with water. Numerous bubbles were noted. She proceeded to tell patient that there was a hole in the anastamosis the size of their index finger. She then used silk ties to close the holes. There was no patient consequence. One device will be returned.